Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were cracked. It was also noted that the attachments and cover attachments were missing, and the battery contacts were visibly contaminated. (B)(4).

Event description:
It was reported that the unit fell down and the housing was broken. The epg was returned to the manufacturer for servicing. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.